Event description:
Safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following injuries: respiratory problems, including anaphylactic reactions, and related mental and emotional distress of a permanent, continuing, and life threatening nature.